Event description:
It was reported that there was difficulty removing the stylet from the left ventricular (lv) lead. A different lv lead was used. The patient was stable after the procedure and there were no adverse consequences. Related manufacturer reference number: 2017865-2018-12025.

Manufacturer narrative:
The reported event of stylet withdrawal failure was confirmed. The ptfe coating of the stylet was found stripped and bunched inside the inner coil at the connector region. The cause of the reported event was isolated to the bunching of the inner coil and the stripping of the ptfe coating of the stylet. Abbott is continuing to monitor this issue.